Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm and customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump error 65 was noted during testing. Device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies were noted. Device was then programmed with contour next test glucose meter. Device connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies noted during testing. After looking through the device's "alarm history" to see whether pump error 65 previously occurred, it appears that pump errors 63 and 53 have occurred in the past. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing while pump error 53 is found in the device history file due to a software error.